Manufacturer narrative:
Patient identifier and weight not available for reporting. This report is for an unknown lcp plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ogawa t. Et al (2017), internal fixation of only the distal end in a bipolar segmental clavicle fracture: a case report. Malaysian orthopaedic journal. Volume 11, number 3, pages 47-49 ((B)(6)). This case report presents a (B)(6) female patient diagnosed with a left bipolar segmental clavicle fracture who underwent surgical treatment. Surgery was performed only at the distal end of the clavicle using an unknown synthes locking compression plate, while the proximal end was treated without surgical intervention. Range of motion scores, oxford shoulder scores, and quick dash scores were assessed postoperatively. Patient underwent standard radiographs at 4 months post-op and at 14 months along with CT scans. Discomfort due to implant irritation was reported. This resulted to implant removal, one year after surgery. The symptoms diminished after implant removal. The patient continued with her daily activities. This report is for an unknown synthes locking compression plate. This report is 1 of 1 for (B)(4).